Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.

Manufacturer narrative:
Subsequent information indicates that this product was disposed after explant by the hospital cath lab as there were no indicates of a device malfunction or premature battery depletion at that time.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) previously exhibited extended charge times. This device was listed as part of the mid-life display of replacement indicators advisory. It was later reported that the product was explanted for normal battery depletion; however, the patient had requested the return of the device for analysis due to a possible device malfunction. At this time, no further information has been made available.

Event description:
--